Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 34 mg/dl with no symptoms of hypoglycemia. The reporter stated that they believed the pump was being programmed to deliver boluses by a tv remote. The reporter stated that this had happened at least 12 times by the time of the call. The reporter was unable to duplicate the issue while on the call. The pump¿s bolus history did contain extra bolus records. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of extra bolus deliveries.